Event description:
Pt had a swann in juggular, nurse went to get a wedge pressure, met resistance, pulled back on swann and took x-ray for placement of swann. When nurse returned to pt, et tube bleeding, swann must have nicked vessel. Dr at bedside, did bronch, found clots but was unable to evacuate them. No harm to pt. Pt was extubated and sent home 6/29/97.